Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have a broken grips at the base. A piece approximately 8.95mm x 4.97mm was found to be broken. The broken piece was not returned with the instrument. Further inspection of the returned instrument found additional damage of broken molded insulator on the grip/tips. The probable root cause is attributed to performing ¿off-label¿ surgical applications or instrument mishandling. Additional observation(s) related to customer complaint: the instrument was found to have a broken molded insulator. The broken piece measures approximately 0.9 mm x 0.4 mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The probable root cause is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the jaw of a force bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.